Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported system overheating. Evaluation observed the symptom of burn damage, finding a burned c93 component of the I/o pcb. The I/o pcb was replaced. Burn of device or device component.

Event description:
During baxter's evaluation of a spectrum pump, overheating was identified. There was no patient involvement.